Event description:
During a laser surgical procedure to remove lesions from the patient's face, a fire erupted and the patient's nasal cannula began to burn around the patient's nose. The surgeon removed the burning nasal cannula from the patient and threw it on the floor.